Event description:
It was reported by service report that the access door will not remain latched due to damaged side/end rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the access door will not remain latched due to damaged side/end rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion: the parts are on order and the unit will be repaired upon the stryker technician receiving the parts for the repair.

Manufacturer narrative:
The customer was unable to locate the unit. The alleged issue could not be confirmed as the unit could not be found.